Event description:
Boston scientific received information that this device was explanted for elective replacement indicators (eri). The device battery was exhibiting an extended charge time of greater than 20.2 seconds. The device will be explanted and replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.